Event description:
On (B)(6) 2015, this patient underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Intraprocedure a contralateral leg component (plc231200) was advanced up the left side to the bifurcation for intended placement within the contralateral gate. The physician chose to implant a shorter length device and the (plc231200) was withdrawn back. When retracting back into the sheath for removal, the device unintentionally deployed covering the hypogastric artery. An additional contralateral leg component was introduced up the left side through the unintentionally deployed device; and successfully deployed within the contralateral gate, bridging distally to connect to the previously deployed contralateral leg component. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent follow up imaging. Imaging showed what appeared to be the leading olive tip and approximately 12cm of the device catheter within the patient¿s anatomy on the left side. The patient was taken to the operating room wherein the olive tip and catheter were surgically removed. The patient tolerated the procedure. The olive tip and portion of the catheter were discarded at the site.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Images were provided to gore for evaluation, the results will be provided in a supplemental medwatch.